Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: patient transport. Actuator, not able to duplicate issue. Not set up to test underload. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: patient transport. Actuator, not able to duplicate issue. Not set up to test underload. Dealer is alleging that the actuator motor intermittently stops about 4 inches short of the lowest position, even with weight on it.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is alleging that the actuator motor intermittently stops about 4 inches short of the lowest position, even with weight on it.